Event description:
A patient's meter allegedly would keep prompting the clean test area message. This issue was not resolved with troubleshooting. They had also performed a precision testing on the meter with results of 127 mg/dl and 200 mg/dl within 10 minutes. The difference was 40%. The check strip passed on the meter. There was no medical intervention or treatment given.